Manufacturer narrative:
The case description states that the sensor stated glucose level of 57 mg/dl however the fingerstick and lab glucose value indicated it was actually 850 mg/dl. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the patient history buffer (phb) audit logs showed that the pod on the date of occurrence was paired with a continuous glucose monitor (cgm) and receiving estimated glucose values (egvs). The phb data confirms the low egv values mentioned and shows that the algorithm was properly adjusting and suspending insulin delivery in response to the egvs received by the pod. No issues were found with the omnipod system however exact readings from the fingerstick were not available. As a result, it could not be conclusively determined if the cgm used on the date of occurrence was correctly reading the user's blood glucose. The cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7.

Event description:
It was reported that the patient had visit the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 850 mg/dl. It was also reported that the dexcom g7 was not accurate reading 57 mg/dl but the emergency room read 850 mg/dl. The patient was treated with IV (intravenous) fluids, 10 units novolog insulin via injection and then removed the pod and sensor. The patient was released the same day.